Event description:
IT WAS REPORTED THAT DURING A DA VINCI-ASSISTED CHOLECYSTECTOMY SURGICAL PROCEDURE, THE CUSTOMER BROKE TWO INSTRUMENTS. THEY BROKE A PERMANENT CAUTERY HOOK (PCH) AND ANOTHER INSTRUMENT. THE CUSTOMER REMOVED ALL THE PIECES OF THE HOOK THAT FELL INTO THE BODY. THE CUSTOMER WAS ABLE TO REPLACE BOTH INSTRUMENTS AND WERE CONTINUING WITH THE CASE. THE PROCEDURE WAS COMPLETED.

Manufacturer narrative:
THE INSTRUMENT HAS NOT BEEN RECEIVED FOR FAILURE ANALYSIS EVALUATION. SEE MANUFACTURER REPORT NUMBER 2955842-2026-15813 FOR THE PERMANENT CAUTERY HOOK INSTRUMENT.

Event description:
Refer to H11 for Follow-Up information..

Manufacturer narrative:
Updated H2 and H6.